Event description:
A malfunction alarm labeled "malf 0" was reported, but there were no notable events prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their level exceeded 500 mg/dl. The customer received assistance from support in resetting the pump, and the malfunction did not recur. The customer was advised to call back if the issue reappeared and was informed that they could continue using the pump.